Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified that the stent moved distally on the balloon so that the proximal edge of the stent was approximately 2mm distal to the proximal edge of the proximal markerband. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. Solidified blood was present within the inflation lumen, therefore indicating the device had been used in vivo. The midshaft was kinked and elongated and was measured at 34cm. This type of damage is consistent with excessive force being used in an attempt to retrieve to the device from the patient. A visual and microscopic examination identified kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a device became stuck in the lesion and removal difficulties occurred. The 99% stenosed de novo lesion was located in a moderately calcified and moderately tortuous mid left anterior descending artery. The lesion was predilated with a non bsc balloon. A 3.00x20mm taxus liberte' drug eluting stent was advanced to the lesion, but could not cross. When the physician attempted to remove the device from the patient, it became stuck in the lesion. The physician was able to remove the device by pulling. When the device was examined outside the patient it was noted that the delivery system was "stretched." The procedure was completed by implanting two unknown stents. No patient injuries or complications occurred. Patient status is satisfactory.